Manufacturer narrative:
Patient identifier - (B)(6).

Event description:
(B)(4). Study. It was reported that a cerebral vascular accident (cva) occurred. The patient was enrolled into the (B)(4) study on (B)(6) 2018, and the procedure was performed sixty one (61) days later. A 27mm watchman left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 22.7mm. The patient was started on aspirin and clopidogrel following the procedure. The patient was discharged one day post index procedure. The patient presented to the hospital one thousand twenty one (1021) days post index procedure due to a headache. The patient allegedly experienced the symptoms four days prior to admission on (B)(6) 2021. Physical examination revealed moderate headache in the left parietal and left temporal region. The patient was hospitalized for further evaluation and treatment on the same day. Seven days after admission for a headache, a computed tomography (CT) scan of the head without intravenous (IV) contrast revealed no acute intracranial hemorrhage. A large area of low attenuation at the left temporal lobe and posterior aspect of the left parietal lobe was potential representative of an acute or subacute infarct. An enhancing mass due to IV contrast could not be ruled out, therefore, further CT scan or magnetic resonance imaging (MRI) was recommended for the patient. The patient was diagnosed with a stroke. The etiology of the stroke was undetermined for which the duration of the focal or global neurological deficit was greater than 24 hours. On the same day of the CT scan, the patient was noted in improved condition and the patient was discharged home on the same day. Two days post discharge, a repeat CT scan of the head with IV contrast revealed no change in the large attenuation at the left temporal lobe or left parietal lobe. A small low attenuation in the left occipital lobe was also noted which represented subacute or acute infract without enhancing mass after IV contrast administration. On the same day, a CT angiogram of the brain with IV contrast revealed focal stenosis of the proximal aspect of the right posterior cerebral artery. Limited visualization of distal aspect of bilateral posterior cerebral arteries. No aneurysm dilation was noted. Atherosclerosis vascular disease of the cavernous portion of the bilateral internal carotid arteries with stenosis was also noted.

Manufacturer narrative:
B5: describe event or problem - updated. B6: relevant tests/laboratory data- updated.

Event description:
Asap-too study. It was reported that a cerebral vascular accident (cva) occurred. The patient was enrolled into the asap-too study on (B)(6) 2018, and the procedure was performed sixty one (61) days later. A 27mm watchman left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 22.7mm. The patient was started on aspirin and clopidogrel following the procedure. The patient was discharged one day post index procedure. The patient presented to the hospital one thousand twenty one (1021) days post index procedure due to a headache. The patient allegedly experienced the symptoms four days prior to admission on (B)(6) 2021. Physical examination revealed moderate headache in the left parietal and left temporal region. The patient was hospitalized for further evaluation and treatment on the same day. Seven days after admission for a headache, a computed tomography (CT) scan of the head without intravenous (IV) contrast revealed no acute intracranial hemorrhage. A large area of low attenuation at the left temporal lobe and posterior aspect of the left parietal lobe was potential representative of an acute or subacute infarct. An enhancing mass due to IV contrast could not be ruled out, therefore, further CT scan or magnetic resonance imaging (MRI) was recommended for the patient. The patient was diagnosed with a stroke. The etiology of the stroke was undetermined for which the duration of the focal or global neurological deficit was greater than 24 hours. On the same day of the CT scan, the patient was noted in improved condition and the patient was discharged home on the same day. Two days post discharge, a repeat CT scan of the head with IV contrast revealed no change in the large attenuation at the left temporal lobe or left parietal lobe. A small low attenuation in the left occipital lobe was also noted which represented subacute or acute infract without enhancing mass after IV contrast administration. On the same day, a CT angiogram of the brain with IV contrast revealed focal stenosis of the proximal aspect of the right posterior cerebral artery. Limited visualization of distal aspect of bilateral posterior cerebral arteries. No aneurysm dilation was noted. Atherosclerosis vascular disease of the cavernous portion of the bilateral internal carotid arteries with stenosis was also noted. It was further reported that the patient presented to the hospital 1024 days post procedure as opposed to 1021 days previously reported with the previously reported symptoms four days prior. Magnetic resonance imaging (MRI) was not performed for diagnosis. Following the stroke diagnosis, no action was taken in response to the event.